Event description:
The probes were photographed and then sent to the local vendor who performs the teflon coating process. Results from the vendor concluded that the teflon was applied correctly, and that the missing teflon was due solely to mechanical abuse and scraping of the probe cannula. Based upon the obvious appearance of the damged teflon coating and the evaluation from the coating vendor, the root cause of the damaged probes was determined to be operator misuse. Wsd further requested the console be returned as well for evaluation, as the customer expressed some confusion in interpreting the temperature readout of the unit. Upon return, the console was tested by the qc and mfg departments and found to be in proper working order. The freezing effect of the probe, and cryosurgery in general, is a self-limited process. Within the first 1 to 3 minutes the maximun freeze from the probe will be achieved, and further freeze time within the pt will provide neither added benefit nor risk. The customer further stated a concern that the missing teflon would allow freezing in a greater zone than solely the probe tip, causing potential pt harm. In fact, the internal design of the probe will only ever allow freezing at the very distal end of the tip, regardless of the teflon coating. The direct purpose of the teflon coating is to serve as a lubricious coating to allow easier insertion through an introducer or direct tissue insertion.

Event description:
The teflon coating that insulates the probe was not present when the probe was removed from the pt. The teflon is used to localize the freeze to the target tissue when inserted into the pt's body. Only approx 5 mm of the probe should be exposed metal. On two occasions the probes had sloughed the teflon when removed from the pt. One incident had a direct insertion, and the second incident had a cathlon that was used as an introducer. In the first instance, there was no obvious sign of teflon at the insertion site, however, it was not on the probe either. The pt has since been followed up with and is doing well. There was not any sign of infection or ulceration. In the second case, there was evidence of teflon in the introducer, however unable to recover this with investigation to send to the manufacturer for inspection. The pt was not injured and the discovery was not made until after the procedure was over. This was a potential for freezing areas not intended and also leaving a foreign body in the pt.